Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
Subsequent to the previously filed medwatch, it was reported that the procedure was performed to treat a lesion in the right internal carotid artery with mild tortuosity and moderate calcification. The emboshield nav6 was completely removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after unpacking, the emboshield nav6 presented with problems and could not be used. The physician did not specify what the issue was. The device was not used in the anatomy. Additional information reported that it was not possible to completely re-capture the filter and it got stuck in the stent struts when removed. No additional information was provided.